Event description:
The customer reported that the piston was moving up and down, and the device was making noise. The caller also mentioned that the battery did not last longer. Troubleshooting was performed, and the self test passed. However, the displacement test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the operating currents. No unexpected low battery alarms noted. The insulin pump passed the displacement test. No anomaly found on the motor slide. No rewind anomaly noted. However, the insulin pump had a loud motor noise during rewind due to faulty motor.